Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in an accident and on device interrogation it was noted that the right ventricular (rv) lead exhibited probable loss of capture which was observed on presenting electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.